Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified forearm shunt. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured and was removed from the patient's body without any problem. The procedure was completed with another of same device. No complications were reported, and patient was in good condition post procedure.